Manufacturer narrative:
(B) (4). The 2.0 x 12 mm voyager (part 1011392-12, lot 9121563), has been filed under MFR# 2024168-2010-00443. The 3.5 23 mm vision (part 1007843-23, lot 9011441), indicated is being filed under the same MFR#.

Event description:
Device issue: none. Adverse event: restenosis. Onset of adverse event: after the procedure. The procedure was to treat in-stent restenosis of two visions (3.5x15 and 3.5x23) implanted on (B) (6) 2009, in the ostial and proximal rca. The balloon dilatation catheter was taken to the ostial lesion, inflated to 18 atmospheres and it burst. A 2.5 x 12 voyager was then used and completed the procedure successfully. Though requested, no additional information was available.